Event description:
An 85-year-old female with coronary and valvular heart disease underwent CABG, avr, and mvr. Postoperatively, she developed right ventricular failure with rising right-sided filling pressures and worsening shock. On postoperative day 1, continuous renal replacement therapy (crrt) was initiated for volume management. Despite crrt, the patient experienced progressive rv failure with elevated right atrial and pulmonary artery pressures and increasing hemodynamic instability unresponsive to vasopressors. Given refractory shock, a multidisciplinary heart team decided to implant an impella rp flex for temporary right-sided mechanical circulatory support. Following rp flex implantation, hemodynamic parameters improved, indicating effective right-sided support. Nevertheless, the heart team developed concern for possible ischemic bowel and requested a general surgery consultation. General surgery declined operative intervention due to the patient¿s critical condition and prohibitive risk profile. Despite support, the patient¿s overall condition deteriorated. She suffered a cardiac arrest and expired thereafter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d10. Corrected: d1, d4(serial). Cardiac arrest, ischemia: the cause of the injury was unable to be determined due to insufficient clinical details.